Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. The trilogy ev300 was reported to have an error code e-384 indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. This issue occurred at the customer site. A philips remote service technician confirmed the issue with the customer. It was reported the customer will obtain the sensor printed circuit board assembly needed to correct the device issue. The customer is taking responsibility to correct/repair the device. In conclusion, the device's trilogy ev300 ventilator sensor printed circuit board assembly will be replaced to address the issue. The root cause has not been confirmed at this time. Additionally, during the service of the device, the oxygen blending module required confirmation of proper installation due to the occurrence of a ventilator service required code e-160 which indicates a ventilator that is given a model number to have an oxygen blending module does not have one installed when it should be. This issue is unrelated to the reportable malfunction/issue. No further information will be obtained as this concluded philips remote support to the customer for this event.